Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of malnourished and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Additional information was received from a nurse. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unknown date, the patient began vancomycin therapy for peritonitis. The nurse declined to provide any further information. The patient was recovering from peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of lots gd892372 and gd892216.